Event description:
It was reported, the bronchovideoscope had scope communication error code: e226. The issue occurred during preparation for use for a diagnostic bronchoscopy procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide correction to the initial with information inadvertently left out (b1 and g2) and to provide an update to field (h3). The device was evaluated by olympus, and scope communication error was confirmed. Additionally, there were non-reportable (non-pae) defects noted. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the suggested event occurred due to water invaded scope connector during user handling. However, the specific root cause of the suggested event could not be identified. The event can be detected/prevented by following the instructions for use which state: - inspection of the endoscopic image - leakage testing of the endoscope olympus will continue to monitor field performance for this device.